Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad traces. No frozen screen noted. The time advance properly. Cracked display window corners noted.

Event description:
Customer reported a frozen display. The customer's current blood glucose reading is 209 mg/dl. Customer also stated that there is no response from any buttons. Customer was advised that the pump will be replaced. No further information reported.